Manufacturer narrative:
(B)(4). Part number associated with device only sold in (B)(4). Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Patient implanted with mandible plate for an angle fracture. Plate broke one week postop and was removed.